Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during an elective ipg replacement, physician damaged the lead on accident. Therapy was restored post-op with remaining of the lead.